Manufacturer narrative:
The returned device analysis confirmed the reported difficult to remove and torn clip cover. The reported off-label use could not be replicated in a testing environment as it was related to procedural conditions/operational circumstances or user-related. Furthermore, the clip introducer (ci) material was observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported for from this lot. Based on the information reviewed, a cause for the reported difficult to remove could not be determined. The reported torn clip cover and observed deformation on the ci appear to be a cascading event of reported difficult to remove. It should be noted that the intended use section of the mitraclip g4 system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation.¿ since the device was used for a tricuspid valve procedure, this is considered as an off-label use of the device; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficult removal and torn material. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. It was noted the patient had slightly rotated heart. An xtw was inserted but was unable to be deployed due to difficult patient anatomy. When pulling the clip into the steerable guide catheter (sgc), resistance was felt. Therefore, the physician made the decision to remove both the sgc and clip delivery system (cds) at one time. Once outside the anatomy, it was observed that the braided sutures on one of the clip arms was no longer covering the clip. The procedure was discontinued and tr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4). The steerable guide catheter is filed under a separate medwatch report number.